Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. The subject has not been explanted. The root cause of this event cannot be conclusively determined with the available information. However, it was noted that the patient's annulus was heavily calcified and debridement was difficult during implantation of the valve. It is likely that procedural related factors contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
As reported, a patient with an intuity elite valve would need re-operation due to a paravalvular leak (pvl) observed approximately two months after the implant. The initial indication for avr was aortic stenosis. The implant of this valve was performed via full sternotomy and hockey stick aortotomy with easy access. The patient´s annulus was normal round but it was heavily calcified. Decalcification was very difficult. Seating of the valve was perfect with no pvl on intra-operative echo. A valve-in-valve is now being considered as treatment for this pvl. The patient was hospitalized in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received and the following section(s) was updated.

Event description:
The patient was hospitalized in stable condition and a valve-in-valve was considered to treat the pvl. It was learnt through follow-up that this patient received one occluder to close the leak and a 29mm edwards transcatheter valve was implanted. The patient was discharged in good conditions.